Manufacturer narrative:
(B)(4). Concomitant products: stent: xience v; guide wire: sion blue. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a unspecified access approach during a procedure of the concentric, moderately calcified, moderately tortuous, 90% stenosed, de novo distal right coronary artery the balance middleweight (bmw) elite guide wire was advanced and crossed the target lesion. Pre-dilatation, checked by intravascular ultrasound (ivus), and a second pre-dilatation were completed using the bmw elite without issue. A xience stent was deployed at the lesion. During removal of the stent delivery system (sds) resistance was noted about 10 cm proximal to the guide wire tip. A second non-abbott guide wire was advanced for safety purposes, then the bmw elite and the sds were removed as a system together from the anatomy. Post dilatation and ivus verification were completed without issue and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.